Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Customer alleging discrepant inratio values. (B)(6) 2015 inratio = 0.8. (B)(6) 2015 inratio = 3.5. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion update: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Unable to determine the root cause from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.